Event description:
It was reported that the device prompted an error message 1306 (shutter out of order: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.